Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt therapy electrodes were non-functional.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cable connecting distribution node to the rear therapy electrodes were pulled from the strain relief, damaging wires and causing short on the distribution node pca. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable.